Manufacturer narrative:
Correction to the initial MDR: additional information was received that the physician did not suspect device malfunction. Additional suspect medical device component involved in the event: model # sc-2316-70, serial # (B)(4), description: infinion 70 cm lead kit. Model # sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit (30 cm). As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history records did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was unhappy with the how the stimulation felt and the device often felt hot in her body. The patient underwent an explant procedure.

Event description:
A report was received that the patient was unhappy with the how the stimulation felt and the device often felt hot in her body. The patient underwent an explant procedure.

Event description:
A report was received that the patient was unhappy with the how the stimulation felt and the device often felt hot in her body.